Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the basal deliveries were not made according to how they were programmed on (B)(6) 2018. The basal delivery programmed for 12:00 for 0.9 units was reportedly made at 10:01 and the basal delivery programmed for 18:00 for 0.7 units was recorded to have been delivered at 14:13 for 0.0 units. The total daily dose reportedly does not match what is programmed in the pump. The active basal programmed in the pump is: 00:00 - 0.6 units, 12:00 - 0.9 units, 18:00 - 0.7 units. The total of the active basal programmed (16.8 units) reportedly does not match basal history: (B)(6) 2018 has a basal total of 9.18 units, (B)(6) 2018 has a basal total of 14.415 units, (B)(6) 2018 has a basal total of 10.695 units. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: a review of the black box showed the basal delivery was interrupted due a manual power interruption. The total daily doses added up correctly and reflected the programmed basal rate. The ez-prime steps were performed correctly and no alarms occurred during the investigation. The pump reflected 24 units after a 24 hour run on a one unit per hour duration test. The product performed and delivered within specifications. The alleged inaccurate delivery complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The battery cap is undamaged and able to fit. The display screen contrast was dim and reddish.